Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and they were able to complete rewind of the insulin pup. Customer was performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(4) 2021 customer called in with the following concern: multiple pump error 130 alarms. P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 130 alarm noted during testing. However, on alarm detail review screen unit recorded pump error 130 on the following dates and times: on (B)(6) 2021 at 11:01am, 3:30pm, 3:38pm, 4:47pm and (B)(6) 2021 at 2:05pm. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, corroded motor flex connector, moisture damage on electronic assembly and corroded battery tube noted during visual inspection. Unit also received with cracked case(battery tube), cracked battery tube threads and faded serial number label. In conclusion pump error alarm 130 was noted during testing but corroded motor flex connector traces were found corroded during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.